Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 585.3 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient's pump and catheter were explanted due to a pump pocket open wound with yellow exudate. The patient was seen by their primary care doctor on the week of (B)(6) 2016 for redness around the pump pocket site and was prescribed oral antibiotics. On approximately (B)(6) 2016, it was noted the pump protruded from the abdominal pocket, with the catheter access port exposed through the open wound. No troubleshooting was noted to be completed. The patient was then taken to the operating room and the pump and catheter were both explanted. It was noted that there was yellow discharge from the pump pocket site and a culture was taken, which was positive for staph. The issue was considered resolved and the patient was reported to be "alive - no injury". If additional information is received, a follow-up report will be submitted.